Manufacturer narrative:
(B)(4). Per fsr, while testing the unit for the related complaint an e33 alarm also appeared on channel a. He replaced the resistance temperature detector (rtd) probe. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) measured the resistance of two sections of the rtd and they both measured the expected 1000 ohms. This complaint is related to (B)(4) / medwatch #1828100-2017-00569.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the unit displayed an e33 alarm. There was no patient involvement.